Event description:
It was initially reported that the site was unable to interrogate the pt's generator. A battery life calculation was performed on the pt's generator, which resulted in approx 5.3 years remaining until an end of service condition. Last known diagnostics were performed on (B) (6)2009, which were within normal limits. The nurse indicated that they have always had issues with the communication, so they have requested a replacement. Good faith attempts to obtain additional info have been unsuccessful to date.